Event description:
It was reported that prior to a surgical procedure, the motor device was" getting hot quick". There was no delay in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual motor device has been returned. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.